Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process and it was slower to rewind. Customer stated that the insulin pump's buttons hard to press and less responsive. Customer stated that insulin pump received unexplained no delivery alarm not due to site issue. Customer stated that insulin pump need to change batteries every two weeks. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify charge battery anomaly and prime/fill anomaly due to buttons not responding. (B)(4).